Event description:
A patient on a kinair medsurg bed fell out and broke her clavicle.

Manufacturer narrative:
The nurse manager of the wound clinic indicates that the patient leaned over the side rail of the bed to reach for something, the side rail fell and she fell out of bed fracturing her clavicle. The actual device was evaluated by a kci representative at the facility and there were no problems found with the side rail. The device was found to be operating properly and within specifications when tested upon return to the kci service center.